Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP stopped working while in use and contributed to increased carbon dioxide levels in the blood and medical treatment at a hospital. Despite multiple attempts, the manufacturer was unable to obtain more information, and is unaware if the user was admitted to the hospital or if the device malfunctioned. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a dreamstation 2 advanced auto CPAP stopped working while in use and contributed to increased carbon dioxide levels in the blood and medical treatment at a hospital. Despite multiple attempts, the manufacturer was unable to obtain more information, and was unaware if the user was admitted to the hospital or if the device malfunctioned. There was no report of serious patient harm or injury. The manufacturer received additional information from user stating he was admitted to the hospital 4 times this year for his copd and heart condition, and he takes multiple medications. There was no allegation made that the device caused or contributed to his hospitalization. A call tag was sent to the user for return of device and accessories. The manufacturer has not received the device for investigation. Despite multiple requests, no device has been returned. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.